Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the pt's mother, reported that on (B)(6) 2011, the pt obtained elevated blood glucose readings, such as 300 mg/dl, 200 mg/dl, 476 mg/dl and grater than 500 mg/dl. During that time period, the pt did not experience any symptoms of high or low blood glucose levels. The pt did not test for ketones. The pt corrected her blood glucose levels using insulin via a syringe. Troubleshooting revealed there were no kinks or leaks in the cannula, no issue with the infusion site, the pt's technique was correct, the pump's date/time were correct, all pump settings were correctly programmed, and the total basal/bolus doses delivered were correct and matched the settings programmed into the pump. Troubleshooting revealed the pump was accurately and correctly delivering insulin. However, as the pt obtained several elevated blood glucose readings while using the pump, this complaint is being reported.